Event description:
It was reported that during a prostate procedure that @ 86,475 joules of use and 14:48 minutes, fiber over heat was observed. Error message the procedure was completed using a second fiber. Patient outcome ¿ok¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; there is no visual blockage of the inlet flow tubing or the outer flow tubing; the fiber was tested with the flow rate test; the flow of water is within acceptable criteria. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of " poor h2o flow from fiber" could not be confirmed; a cap fracture was confirmed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).